Manufacturer narrative:
Product event summary: analysis could not confirm the power issue. However it was noted that there was a deviation between the stylus and the pointer on the screen after the software load, as a result the touch screen was replaced.

Event description:
It was reported that the programmer had a power issue, no further details were available. The programmer was returned for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.